Event description:
It was reported that the seal of the side bag was cracked and the bag leaked. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.